Manufacturer narrative:
This report is for 2 screws identified in the image reading to have pulled through the plate, part and lot number unknown. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that an open reduction internal fixation procedure was performed on (B)(6) 2014. A longer broad dynamic compression plate with fourteen holes was used under strict non weight bearing until (B)(6) 2014. A revision surgery was done on (B)(6) 2014 with a 4.5 broad sixteen hole locking compression plate. It was also reported that there were three unknown broken screws. There were no reports of a surgical delay an image reading of the 4 x-rays was conducted by a medical director from this manufacturer. The following information was reported: 4 x-rays were received. 1. Labelled pre-op (B)(6) shows a fracture of the proximal shaft of the right femur. 2. Labelled post-op (B)(6) shows a lateral view of fixation of the fracture with a plate and 10 screws. 3. Labelled post-op (B)(6) shows an ap view of fixation of the fracture with a plate and 10 screws. 4. Labelled post-op (B)(6) (not sure why post-op ¿ complaint history shows that this is probably pre-op to revision surgery on (B)(6)) shows an ap view of the same fracture with 3 broken screws and 2 additional screws which have pulled through the plate. This report is for the 2 screws identified in the image reading to have pulled through the plate, part and lot number unknown. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A manufacturing evaluation was completed: our investigation shows that one plate and five screws were send back for investigation. Two cortex screws, article 214.036 with lot no. 8106059 and article 214.034 with lot no. 8533154, were broken off between the screw head and the threaded shaft. The broken off threaded shaft was not available for investigation. The microscopic view of the broken surface does not show any anomalies of materials structure. The fracture face is homogenous and has the typical view of a forced rupture. The examination of the raw-material testing certificate and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with (B)(4) specification and with the international standard (B)(4) 138 and iso 5832-1/d. The article with lot 8106059 in question was produced in a quantity of (B)(4) pieces on october 2012. The other article with lot 8533154 was produced in a quantity of (B)(4) pieces on july 2013. Based on the available information it is likely that too strong mechanical loadings caused the breakage. Because of the damage, the complaint relevant dimensions cannot be checked for dimensional accuracy of the valid manufacturing specifications. No original fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is for the second of three broken screws.